Manufacturer narrative:
Device was received with all buttons responding properly. Device was programmed with a test transmitter link and a test plug. Device communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test sensor and glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and sensor high settings for 120 mg/dl and turned the alert before low, alert on low, alert before high, and alert on high on. Device was monitored, the glucose sensor simulator blood glucose level was lowered. The alert before low activated at 87 mg/dl and the alert on high activated at 137 mg/dl properly. No alert on low or alert on high alarm or audio alarm anomalies noted during testing. Device uploaded to carelink pro web and generated all nine summary reports and a 14-day daily report without any errors. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the buttons were sticking of insulin pump, the low and high alert were not occurring. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting and reported that button was unresponsive. The insulin pump will be returned for analysis.